Manufacturer narrative:
Based on the information provided we are unable to determine a correlation between the patient's reported reaction and any davol mesh product. As reported there are other products being considered as well as the davol products. Good faith efforts have been made to request additional information and to inform the contact that a sample mesh can be provided for reactivity testing. At this time, no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, this report will be updated. This file represents the soft mesh an additional file has been opened to represent the 3dmax light mesh . Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported from germany that there is a patient in treatment, in which they should clarify a possible allergological reaction to, among others, the products davol soft mesh and davol 3dmax light mesh. The contact requested to know the ingredients of the two products.

Manufacturer narrative:
This is an addendum to the initial emdr to document additional details provided regarding this event. The md has requested samples for reactivity testing. At this time the testing has not been completed. The additional information provided does not change the conclusion, based on the information provided we are unable to determine a correlation between the patient's reported reaction and any davol mesh product. At this time, no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the soft mesh an additional supplemental emdr has been submitted to represent the 3dmax light mesh.

Event description:
As reported on (B)(6) 2018. It was reported from (B)(6) that there is a patient in treatment, in which they should clarify a possible allergological reaction to, among others, the products davol soft mesh and davol 3dmax light mesh. The contact requested to know the ingredients of the two products. Addendum: on (B)(6) 2017 the patient was implanted with the davol soft mesh and davol 3dmax light mesh. Three weeks post implant the patient experienced local itching at the network borders. The patient is being treated with an antihistamine.